Event description:
It was reported that during a lap low anterior resection, watery stool came out from around the shaft of the anvil when the device intended to be anastomosed. The device was used between the rectum and the colon. A purse-string suture seemed to be performed properly. The operation was continued. The device was used as-is to complete the case and plenty of peritoneal lavage was conducted. Leak test was performed and no issue. There were no adverse consequences to the patient. The peristaltic action of the patient was high. The anvil will be returning. The housing was discarded. Please disassemble the anvil and take photos for japanese customer to confirm the gasket present.

Manufacturer narrative:
(B)(4) . At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: after reviewing the information provided, it is unclear what the issue with the device was. Please explain further. As watery stool came out from the shaft, the doctor thought the anvil might have had a problem. Therefore, the doctor has requested to investigate the anvil carefully.

Manufacturer narrative:
(B)(4). The analysis results found that the anvil arrived in good visual condition. The anvil washer was present and cut, indicating that the device achieved a full firing stroke. Event could not be confirmed as no instrument was returned for analysis. No lot or batch were provided, bhr could not be performed.